Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No unexpected insulin flow blocked alarm noted. Device monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than minutes and no unexpected pump error 23 alarm noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on an october 14, 2019 due to headache, hyperglycemia and diabetic ketoacidosis. The customer's blood glucose level was 840 mg/dl and was treated with intravenous insulin and injections. The customer could not complete the high blood glucose troubleshooting due to the insulin pump error. The insulin pump had a software error detected alarm. The customer was able to clear the alarm and complete the insulin pump rewind. The customer declined to perform a carelink upload. The doctor took the customer off the insulin pump. The customer stated that the alarm did not occur immediately after a battery change. The customer was advised to disconnect from the insulin pump. The insulin pump will be returned for analysis.